Event description:
It was reported that during the implant procedure, gaining access to the left ventricle (lv) was difficult due to the patient's anatomy. The lead was removed and attempts to flush the lead with saline solution were unsuccessful due to the lead lumen being clogged. The lv lead was not implanted and the lv port of the pulse generator was plugged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.